Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA via email alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/ or normal results and to other meters. The complaint was classified based on customer service representative (csr) documentation of the initial email as well as additional csr documentation obtained when the patient phoned lfs USA to provide further information on (B)(6) 2019. The patient was unable to provide specific dates and times regarding the alleged product issue other than stating that she has been obtaining alleged inaccurately high results for ¿three days in a row¿ with the subject meter compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient reported that she would, for example, obtain results she would consider to be ¿normal¿ such as ¿130 ¿ 140 mg/dl¿ despite feeling ¿low¿, or she would obtain result she would consider to be ¿high¿ such as ¿200 ¿ 300 mg/dl¿ despite feeling ¿normal¿. The patient manages her diabetes with insulin ¿ self adjuster and she reported that, despite ¿not believing¿ the readings she obtained, she continued with her usual diabetes management routine and administered insulin, based on a sliding scale, according to the readings obtained. The patient reported that this caused her to develop the symptoms of ¿sweating, shaking, confused and heart racing¿ and she alleged that these symptoms would persist for ¿hours on end¿. The patient did not specify if she received any treatment for her alleged symptoms, but she did state that because of the symptoms she made an appointment and attended her doctor¿s office. She reported that, at her doctor¿s office, the subject meter was compared to ¿several¿ other blood glucose meters and the subject meter was reading ¿drastically¿ high compared to these other devices. The patient gave one example where the subject meter gave an alleged inaccurately high result of ¿246 mg/dl¿ compared to a result of ¿86 mg/dl¿ obtained with her doctor¿s ¿embrace¿ meter within 30 minutes. There is no indication that the patient received any treatment beyond her usual routine of diabetes management. During troubleshooting, the csr verified that the results were obtained from an approved sample site, the patient¿s testing process was correct, the subject meter¿s unit of measure was set correctly at the time of testing, the test strips had been stored correctly and had not expired and the test strip vial was not cracked or broken. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event after taking increased doses of insulin due to alleged inaccurately high results obtained on the subject meter.